Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to adhesive peeling around bending tube, connection between bending section and distal end was detached. The root cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had the adhesive peeling around bending tube, connection between bending section and distal end was detached. There were no reports of patient involvement.